Event description:
Received info that the customer's pump shut down unexpectedly at 30% battery life. The customer's blood glucose level was impacted.

Manufacturer narrative:
A 12/06/2014 f/u: customer stated pump was working as expected and had not experienced any other issues. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.